Event description:
It was reported that a cartridge alarm 05 occurred. Reportedly, the customer had followed the prompts during the load sequence. Subsequently, another cartridge alarm occurred during insulin delivery. Customer reverted to an alternate method of insulin therapy. Customer's blood glucose level was 340 mg/dl.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.